Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Event description:
It was reported that the uv flash transfer set could not connect to the titanium adapter after the home patient?s (hp) transfer set was changed. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.